Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. The device did not cause or contribute to the reported event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It was reported that patient may require a revision procedure due to tibial loosening and pain. Upon additional information received, it has been reported that the patient underwent a two stage revision with antibiotic spacers placed due to infection.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of x-rays indicate that fit/alignment and bone quality appear normal. Loosening cannot be confirmed due to poor image quality. Device history record was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This event was previously reported under medwatch 0001822565-2017-06650. Concomitant medical devices - nexgen lcck articular surface # 00596203220 lot # 00596203220; nexgen lcck stem extension # 00598801014 lot # 62775123; tibial block and screws precoat # 00598800427 lot # 61096762; unknown nexgen lcck femur. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a revision procedure due to tibial loosening and pain. However, no revision has been reported to date.